Manufacturer narrative:
As part of normal complaint f/u, an investigation was performed at mako surgical with regards to this event. The results of the evaluation revealed that one of the three landmarks for tough bone registration was acquired incorrectly by the surgeon, compromising the registration result.

Event description:
During a total hip procedure with the assistance of the robotic arm interactive orthopedic system (rio), the surgeon was unable to successfully register the femur and the pelvis. The registration process was repeated but still appeared to be inconsistent with the bone model on the screen. The surgeon determined that the proper course of action was to complete the case with manual instrumentation.